Event description:
Pt admitted on (B)(6) 2020 with concerns for pump thrombosis due to reports of coca-cola colored urine along with high watts alarm on his hvad. Pt reported a "fluttering" feeling in his epigastric/left chest area several times on (B)(6) 2020. Upon admission the following studies were completed: ua (brown, cloudy with large amounts of occult blood), ldh (1239 with reference range: 125-220), plasma free hgb (280 with reference range: <40) and echo (ef 20-25% lvedd 5.6 cm, mildly reduced rv function, unable to obtain inflow velocities, no obvious clot in lv). Heparin drip initiated on (B)(6) 2020. Lab results on (B)(6) 2020: ldh (1950 at 0500 and 1962 at 0627). Decision was made to take the pt emergently to the operating room for a pump exchange, from a heartware hvad to a heartmate 3 lvad. During the surgical procedure the surgeon was able to identify a thrombus present in the left ventricle on the side of the ventricular septum. Surgery went well. The pt's chest was packed and left open due to coagulopathy, however chest was successfully closed in the operating room on (B)(6) 2020. Pt is stable and recovering in the ICU. Other testing noted in event description documented above. FDA safety report ID# (B)(4).